Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a motor error alarm that occurred during basal rates. The customer's blood glucose level was 500 mg/dl. The customer treated with a manual injection. The customer's insulin pump was not replaced or returned. No further details were provided.